Event description:
The pt reported that for the past 2 years, the infusion device has often displayed e4 (occlusion) error during priming and during use. On (B)(6) 2011 at 12:00 pm, e4 was displayed and her blood glucose measured 200 mg/dl. She changed the infusion set and at 3:30 pm, her blood glucose measured 320 mg/dl. She changed the infusion set and bolused through the infusion device to lower her blood glucose. On (B)(6) 2011 at 1:00 am, the pt was admitted to the hosp with elevated blood glucose of 523 mg/dl. She was treated with an insulin IV and she disconnected from the infusion device. She stated she changes the headset ever 1-2 days and the infusion tubing every 6-10 days. The infusion device was replaced and requested to be returned for eval. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specs. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the pt. E4 were found in the history. The occlusion limits were tested successfully. The customer did not solve the e4 error messages correctly. The issue is related to user handling.